Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.7,13,mtx,mg (tsvtwb13) with mount and screw was returned for investigation. Visual inspection of the as returned product identified minimal signs of use. The packaging was not returned for inspection. The reported event could not be recreated due to the nature of the dental device and event (packaging damage). Picture was not provided by the customer. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1240985. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1240985) for similar event using keyword -damaged or un-sealed sterile barrier- and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable without the packaging return. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). PMA/510k: k101880.

Event description:
It was reported that package wasn't sealed, contaminated. The procedure was not completed using another implant, appointment was rescheduled. Additional appointments / implant re-placement: not indicated. As a result of the event no injury to the patient was reported.